Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported, that the pump was submerged in water. And the touchscreen subsequently, became unresponsive. Customer's blood glucose was 150 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.